Event description:
A caller reported encountering alarm 2 followed by alarm 26 and multiple intermittent occlusion issues when using specific infusion sets and cartridges over the period from (B)(6) 2025. Despite these issues, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer changed the infusion set and cartridge and resumed insulin to resolve the occlusion events. Clss to replace pump, customer will continue to use current pump for insulin delivery.